Event description:
The facility reports that the case and door #1 handle is cracked. This was found during biomedical testing. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age or patient, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact was provided.